Manufacturer narrative:
The electrode pads were returned for evaluation. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes did have excessive hair attached. However, the electrodes passed all testing and were still able to function. The electrode were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), this set of electrode pads suddenly stopped pacing. Complainant indicated that the clinician obtained another set of electrode pads to continue pacing the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.